Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "Incident date/time: (B)(6) 2022, 0023-1930hours medication: IV dextrose 5% saline description provided by nurse: date: (B)(6) 2022 IV dextrose 5% saline 500ml, rate 21ml. Started an infusion at 0023hours, at 173hours noticed the fluid bag was empty. Based on the history logs extracted from 779736, nil discrepancies of abnormalities found. There were few alarms occurred as follows: pressure high alarm at 0833hours air bubbles alarm 1930hours pressure high alarm at 1927hours and subsequently the infusion was stopped by nurse. No further complication reported after the event. Patient's condition not affected."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The infusion was started at 00:23 am with a rate of 21ml/h and a volume of 500ml. During the infusion the pressure alarm occurred, two times and the air bubble alarm occurred on times. The reason for the alarm could not be clarified. After the last pressure alarm at 07:27 pm the infusion was stopped and the line was extracted. At this time, 396,79 ml was infused. No other abnormalities were found in the device history. The complaint could not be confirmed.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion". "Incident date/time: 13th march, 0023-1930hours. Medication: IV dextrose 5% saline. Description provided by nurse: date: (B)(6). IV dextrose 5% saline 500ml, rate 21ml. Started an infusion at 0023hours, at 173hours noticed the fluid bag was empty. Based on the history logs extracted from 779736, nil discrepancies of abnormalities found. There were few alarms occurred as follows: 1. Pressure high alarm at 0833hours. 2. Air bubbles alarm 1930hours. 3. Pressure high alarm at 1927hours. And subsequently the infusion was stopped by nurse. No further complication reported after the event. Patient's condition not affected."